Event description:
It was reported that patient advised she has a faulty cadd cassette - last week the patient noticed that one of her cadd cassettes was leaking. No patient injury was reported.

Manufacturer narrative:
No product was returned therefore, no visual or functional evaluation can be performed. We are unable to confirm the reported complaint as no sample was received for investigation. Root cause of the reported event is unknown and cannot be determined as no sample was received. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture., corrected data: corrections in d4: catalog number: 21-7301-24, d4: model number: should have been blank. H6: event problem and evaluation codes: method b17.